Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the ecs25a device arrived in the product investigation lab with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action. Upon arrival for further analysis the device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a14a. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device had a difficulty in being removed from the patient after the firing. It was found that the target tissue was not anastomosed completely. The device was used on the colon. Additional cut and hand suture were performed to complete the case. The surgeon who fired the device was a female, and she had no experience in using ils devices. The surgeon did not check two rings and stapling form because he noticed the leakage as soon as removing the device from the anal. He resected and sutured the anastomosis. He could not hear the clack of the washer. Some surgeons conducted the demonstration after the surgery. They recognized that the surgeon did not clutch the handle, so she could not fire completely. The patient is stable and did not construct the colostomy. There were no adverse consequences to the patient.